Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips scissored. The surgeon used another insturment to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
It has come to co's attention since the submission of the initial supplemental dated 4/3/1998 that the info entered in h6 should have been entered as corrected data. Co apologizes for any inconvenience this may have caused. Please update FDA database accordingly.